Event description:
Prolonged vaginal bleeding [vaginal haemorrhage]. Case description: spontaneous report was received on (B)(6) 2013, from an obstetrician and gynaecologist regarding a female pt (age not provided), initials unk. The pt's medical history was not provided. On an unspecified date in (B)(6) 2013, the pt underwent hysterectomy and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane (5"x6") was placed (number of sheets not provided) at the pelvic floor. The use of seprafilm caused clot retraction which led to prolonged vaginal bleeding for more than three weeks. It was reported that the vaginal bleeding would usually stop in a week. The outcome for the event of 'prolonged vaginal bleeding' was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between seprafilm and the event.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship is not affected by this report.